Event description:
The customer called and reported experiencing high blood glucose of 535 mg/dl. Customer stated, she treated with an insulin shot. The infusion set cannula was not bent, but customer stated, she had to change the infusion set and thought it was just old and worn. The customer's symptoms of high blood glucose included polydipsia, polyuria, and nausea. Troubleshooting with the insulin pump was declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.